Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of surgical incision was exacerbated by the lifevest equipment. The patient described the area as painful and incision opened then became infected. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated to remove lifevest until healed and a wound specialist is taking care of the infection with a medication. Follow up indicated that the skin irritation improved.